Event description:
It was reported that rack pushrod was damaged, with black rubber cracked, turned whitish, and surrounding gasket degraded, which led to ongoing reservoir recognition problems and repeated reservoir error messages. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump into storage mode, and was advised about cleaning agents that could damage gasket, while technical support arranged warranty pump replacement, instructed customer to reenter pump settings, reconnect continuous glucose monitor, and return damaged pump using prepaid label.